Manufacturer narrative:
The evidence suggests that there are no allegations or concerns against this implantable device and there is no evidence of malfunction. Therefore, this event is not reportable.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reason. A new ICD was successfully placed and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reason. A new ICD was successfully placed and no additional adverse patient effects were reported.